Manufacturer narrative:
Concomitant medical products: product ID 4965-35, implanted: (B)(6) 2003; w1tr03 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for lead impedance out of range on the left ventricular lead. Both epicardial left ventricular leads remain in use. No patient complications have been reported as a result of this event.